Event description:
Information was received that device keeps beeping. No adverse effects reported.

Manufacturer narrative:
Other, other text: returned device was received in fair physical condition. The housing was damaged. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be duplicated. The downstream sensor will be replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.